Event description:
It was reported that over the weekend the patient had a microwave turned on in the house and the patient was near it for a few minutes, it was off, but the patient felt a little bit of tingling in their back. The patient was wondering if they had done damage to their device. It was reported that the patient called a couple of days ago regarding having their tooth pulled and that they were told that it was okay for the patient to have an x-ray at the dentist office. The patient wanted to reassure themselves that it was still okay to go to the dentist for the x-ray and tooth pulling. It was noted that when the patient was implanted with their device their health care provider (hcp) told them that they were the smallest person they had ever implanted because the patient was really thin and the patient was wondering if that made a difference of if the x-ray would interact with the device.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va06ydz, implanted: (B)(6) 2013, product type; lead. (B)(4).